Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer evaluated the device and observed that monitor display was consistently flickering, glitching or displaying a white screen. Top display lcd assembly was replaced and issue was resolved. All display tests pass in the service mode.safety disk was also replaced as it exceeded 6 million cycles.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump had a display related issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.